Event description:
It was reported that "the tab on the adjustable stryker oasys drill guide that indicates the depth of drilling became displaced from the drill guide intraoperatively."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.